Manufacturer narrative:
.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon met with some resistance before crossing the lesion for predilation. The balloon was successfully inflated to 10atms on the first inflation, but ruptured on the second inflation. The lesion being treated was located in the tortuous, moderately calcified, and 75% stenotic distal left circumflex artery (lcx). The procedure was successfully completed with a non bsc device. Patient status is listed as "good".